Event description:
After iabp for five days, blood was noted in the catheter. The dr had difficulty removing the iab. Event complications: none from the event-reported 4/30/97. Pt's current status: unk-rpt'd 4/30/97.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.